Event description:
It was reported that the patient was hospitalized in 2007 due to a cerebral hemorrhage. In 2008, the patient expired. The hcp does not suspect product malfunction. No other info was provided at the time of this report.